Event description:
It was reported that the customer received a compromised force sensor system alarm. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose tilted drive support disk. No a33 alarm noted. No alarm noted. Unable to test for prime/a33 test and occlusion test due to motor error alarm. The insulin pump was cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).